Event description:
Customer complaint - limited data available customer review complaint: "terrible! Consistently about 30 points off from lab results. Told me my fasting blood sugar was 121mg/dl when it was 94mg/dl. That's almost the difference between having diabetes and not having diabetes. One flaw I've found is that the monitor is way very sensitive to temperature. Could vary drastically from one room to the next depending on if a window is open or a heater is on. Do not recommend."

Event description:
Customer complaint - limited data available. Customer received inaccurate readings on their device. They observed that the monitor was also sensitive to environmental temperatures.